Event description:
It was reported that during a ureteroscopy procedure, the first fiber used was not emitting energy. A second fiber was tried but it was sparking. The procedure was completed with a third fiber without patient complications. This report refers to the second fiber mentioned.

Manufacturer narrative:
Correction to field e1 initial reporter last name. Correction to field b5 describe event or problem. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that at the beginning a ureteroscopy procedure, the first fiber used was not emitting energy. A second fiber was tried but it was sparking at the tip. The procedure was completed with a third fiber without patient complications. Device 2 of 2.